Event description:
It was reported that prior to surgery, it was discovered that the motor device was not working. It was further reported that noise was heard but the device was not spinning. There were no delays to the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not rotate. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning, which is failure to follow directions for use. This was further defined as misuse, abuse, and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.